Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. A water filling check was performed and there was no water filling. Pressure was 0. Circulation pump was replaced. Water cooling problem. Mixing pump was replaced. System functional test passed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had system flow rate problem zero flow. Per review of wo on 20aug2025, there was no patient involvement. Per sample evaluation results received via task on 12sep2025, it was reported that there was a water-cooling problem.